Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) by charge time greater than 30 seconds. Boston scientific technical services (ts) discussed the device could be exhibiting shortened replacement window and advised replacing the device within a month. No adverse patient effects were reported.

Event description:
The device was returned to allow for reliability analysis.

Event description:
Additional information as received indicating this ICD was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
A request for device return was sent to the local area field representative. Should additional information become available this report will be updated.

Manufacturer narrative:
A request for additional information was sent to the local area field representative. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition.